Event description:
It was reported that the patient presented for right ventricular (rv) lead repositioning due to dislodgement and loss of capture. During the procedure, the screw mechanism did not work. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.